Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate plus profile 375cc saline, catalog: 3502375, lot: 5926551, sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent breast augmentation with mentor smooth round moderate plus profile 375cc saline breast prostheses. Deflation of the right breast prosthesis was confirmed by physical examination. Bilateral ptosis was also reported. As a result, the patient underwent removal on (B)(6) 2018. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On 9/5/2018, mentor became aware that the correct suspect medical device for the left side was mentor smooth round moderate plus profile 375cc saline catalog: 3502375 lot: 5926551 sn: (B)(4). Concomitant products: mentor smooth round moderate plus profile 375cc saline catalog: 3502375 lot: 5925397 sn: (B)(4). Manufacturer¿s reference number: (B)(4).